Event description:
Reporter alleged the blood glucose monitoring device's 3rd contact from the right and 5th contact from the left are blackened. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.